Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant bnp and (B)(6) results were obtained. The customer indicated that they performed monthly maintenance prior to service was dispatched. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse analyzed the device and performed the following: replaced wash block assemblies, base probe, acid pump fittings, base pump insert, water line y fittings, acid injector, calibrated all sensors, cleaned acid/base salts from ports and inside the luminometer, performed mechanical alignments, ran 10 point precision on bnp and quality control (qc) which recovered acceptably. The cse indicated that cracked acid injector could have caused the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, results for brain natriuretic peptide (bnp) and (B)(6) were obtained on 2 patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, and the repeat results did not match the initial results. The customer indicated that, they repeated the samples multiple times and were confident that the initial results were discordant, and repeat results were correct. The repeat results obtained from the same instrument were reported, as the correct results, to the physician(s). The customer did not provide the results obtained, and indicated that anti-hcv for sample ID (B)(6) recovered (B)(6) from initial (B)(6), and stated that discordant bnp result was obtained for sample ID (B)(6). There are no known reports of patient intervention or adverse health consequences due to the discordant bnp and anti-hcv results.